Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was concluded that the helix allegation occurred as a result of twisting of the lead body and wrinkled ptfe insulation due to over rotation of the helix. The lead was returned, with the helix retracted and dried blood noted in base around helix. A stylet insertion test was performed but was considered a fail due to the extreme difficulty to insert and remove a stylet due to twists in inner conductor coil. Similarly, the helix mechanism test was also considered a fail due to the deformed inner coil. Therefore, the field allegation of a helix issue was confirmed. The deformed stylet and inner coil is consistent with over-torque of the helix during multiple repositioning attempts at implant.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead helix would not extend after the multiple attempts. The physician elected to exchange the lead to resolve the event and the patient was stable with no adverse consequences. The lead was subsequently returned for analysis.